Manufacturer narrative:
Additional information added to other relevant history. The lens was not returned for evaluation. The customer did not identify whether the material could be removed from the lens. The device history record was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed and replaced intra-operatively due to white matter on the lens. The incision was enlarged and the same model and diopter lens was implanted as a back-up. The patient has made a full recovery.